Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the instrument has broken. It happened during the surgery and the surgery was prolonged about five minutes; it was reported the patient had no problem. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the investigation has shown that the nose on the handle is completely flattened but not broken. The review of the production history revealed that this instrument was manufactured in september 2006 according to the specifications. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that normal wear and tear in combination with the mentioned torsional forces caused this occurrence. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Year of birth reported as 1979; month and day unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.